Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 50 mg/dl and 370 mg/dl at the time of incident and the current blood glucose level was 291 mg/dl. The customer was assisted with troubleshooting for low blood glucose level. The customer was treated with food and glucose for low blood glucose level. The customer experienced symptoms such as nausea for low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high bgs. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not allege insulin pump was over delivering. Customer stated that the drive support cap appears normal. The customer also stated that they experienced blood glucose level such as 50 mg/dl. The insulin pump will be returned for analysis.